Event description:
"Patient had a history of severe lumbar stenosis, spondylosis, intractable back and lower extremity pain. It was reported that the patient underwent a l2-l4 posterior spinal fusion using bmp2_acs with capstone devices on (B)(6) 2011. Subsequently, on unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation." No further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2011 the patient underwent: \left-sided transforaminal lumbar interbody fusions l2-l3, l3-l4; right-sided transpedicular exposures for neural decompression l2-l3, l3-l4; placement of interbody devices at l2-l3, l3-l4; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l2, l3, and l4; posterior spinal fusions l2-l3, l3-l4; harvest of local bone autograft; placement of osteopromotive material; repair of incidental durotomy with laminectomy. Preoperative diagnosis: severe lumbar stenosis l2-l3, l3-l4; lumbar spondylosis l2 l3, l3-l4; neurogenic claudication; intractable back and lower extremity pain. Per-op notes: ¿next, similar right-sided transpedicular exposure and right-sided posterolateral fusion was performed at l3-l4. Next, right-sided screws were inserted using the c-arm. The rod insertion device was placed over the screw extenders. A stab incision was made in the skin for the trocar. The trocar was passed and removed and appropriately sized rod was selected and inserted through the screws. Set screws were applied. The rod insertion device was then removed. Upon completion of the discectomy, sizing of the cage was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteri orly in the disc space, along with a pledget of bmp. The 12 x 32 millimeter interbody device itself was then inserted, which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l2 and l3 vertebral bodies. The bmp was used in the interbody space. The lateral edge of the dura as well as the exiting nerve root was inspected for any possible loose fragments. After completion of the transforaminal lumbar interbody fusions and posterolateral fusions on the left, the left-sided screws were inserted using the c-arm for guidance. The rod insertion device was placed over the screw extenders.¿

Manufacturer narrative:
(B)(6). (B)(4). Unanticipated bone growth. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.